Event description:
Philips received a complaint by the customer on the v60 indicating that a 1007 "machine and proximal pressure sensors failed" error was displayed on the screen when the device powered on. There was no patient involvement at the time the issue was discovered as the issue was found during performance verification testing (pvt). No patient or user harm was reported. The customer called technical support to report that a 1007 "machine and proximal pressure sensors failed" error was displayed on the screen when the device powered on during performance verification testing (pvt). The customer ordered a replacement data acquisition (da) to motor controller (mc) printed circuit board assembly (pcba) cable. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
H10: the customer ordered the replacement data acquisition (da) to motor controller (mc) printed circuit board assembly (pcba) cable, but per a good faith effort (gfe) response received on 21oct2025, the issue remained. The customer tossed the old cable, and after further investigation, the customer decided to order a new mc pcba since the original mc pcba had dust on it before it was cleaned. After receiving and installing the replacement mc pcba, the customer confirmed that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. H11: d4 - product UDI # & serial # & catalog item identifier. H4 - device manufacture date.